Event description:
Information received indicates the right head and the foot end casters brake properly but continue to swivel due to the swivel lock not engaging.

Manufacturer narrative:
The technician replaced the right head and the foot end casters to repair the bed.